Manufacturer narrative:
Results and conclusion summation - mi and thrombosis, as listed in the IFU, are known adverse event associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Abdominal pain (epigastric pain) is also listed as a known secondary effect of daily oral administration of everolimus. Additionally, mi, thrombosis, elevated cardiac enzymes and hospitalization are listed in the no fault risk assessment, as no fault procedural complications. A conclusive cause for the patient effects and relationship to the products, if any, cannot be determined. The other xience v stent mentioned is being reported under this MFR#.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: myocardial infarction (mi) and thrombus are considered to be permanent damage. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure occurred in 2008, and during the procedure, after pre-dilatation, a 3.5 x 28 mm xience v stent was deployed in the distal right coronary artery (rca) and a 4.0 x 28 mm xience v stent was deployed in the mid rca. The day after the procedure, the patient had elevated troponin (elevated enzymes) due to nstemi (myocardial infarction) and possible distal embolization due to thrombus. Additionally, the patient had experienced epigastric pain in the emergency room. No additional event or patient information is available.